Event description:
It was reported that the lead tip was bent. It was noted that the lead was inspected before using and the tip was visibly bent. Therefore the lead was not opened and was returned for analysis.

Manufacturer narrative:
Analysis of the lead (lead kit 3387-40 quad) found its distal end bent at the #0 electrode (new out of the box). The lead was received still in the unopened sterile pack and tray.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.